Event description:
The pt is implanted with a scs system which includes two leads from the same lot. It was reported the pt is no longer receiving effective stimulation due to the stimulation auto-reducing. Follow up info identified lead diagnostics showed multiple high impedances. Reprogramming was unable to resolve the issue. The pt is to follow up with her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.